Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a power up failure code #6.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon investigation, the fse found that the touch screen needed to be calibrated. After calibrating it, the fse performed a system checkout. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a power up failure code #6.